Event description:
It was reported to a depuy mitek marketing employee that a pt had a "massive reaction" to a milagro screw. It was reported the surgeon believed the reaction to be caused by milagro. A request to have a formal complaint filed through the depuy mitek affiliate along with add'l questions has been made.

Manufacturer narrative:
At this point in time, we have no other info other than the surgeon's accusation of cause and effect. We are in the process of gathering further info which will hopefully form a whole story towards clarity and the formulation of a root cause. When we have received all that can be received, and we have evaluated all, the conclusions of the investigation will be the subject in a follow-up report.